Event description:
It was reported that there were high impedances at implant. The reporter stated that impedances were tested when the lead was implanted and the implantable neurostimulator (ins) was out of the device pocket and everything was fine. However, when it was placed in the pocket, there were high impedances over 40,000. It was reported that the lead was tested with a snap lid and everything was fine. The reporter stated that another implantable neurostimulator was opened and used and every electrode was greater than 10,000. Further troubleshooting was done and electrodes 0-7 were greater than 20,000 but electrodes 8-15 were in the normal range. It was reported that the lead tail was reinserted and all values were in the normal range except for electrode 5, which showed greater than 40,000. The implantable neurostimulator was reinserted into the pocket and impedances were retested, and all electrodes were fine. The reporter stated that the outcome was fine, but the doctor was "obviously concerned about what occurred." The next day it was reported that the patient was now getting normal impedances. The reporter stated that the unit would not be turned on until (B)(6) 2012, at the follow-up appointment. A week later, it was reported that there was no patient injury and the patient recovered without sequela. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Analysis of the implantable neurostimulator (model #37714, serial #(B)(4)) found no anomaly. During impedance test in saline normal impedances were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.